Event description:
This report was received from global pharmacovigilance (gpv). This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. In (B)(6) 2011, the patient experienced bacterial peritonitis. On (B)(6) 2011, the patient was hospitalized for the bacterial peritonitis. While hospitalized, the patient developed neurological problems, which included right sided weakness and a reversible ischemic neurological event. No treatment was provided for the right sided weakness and treatment for the reversible ischemic neurological event was not reported. The nurse stated all 3 peritonitis events were related to one another and the patient was treated with unspecified antibiotics for the peritonitis. The root cause of the bacterial peritonitis could have been due to a unspecified congenital defect where urine leaks from the patient. On (B)(6) 2011, the pd catheter was removed and dianeal was discontinued. On (B)(6) 2011, the patient was discharged from the hospital and recovered from all the events in 2011. The nurse believed the events of bacterial peritonitis with (B)(6), right sided weakness and reversible ischemic neurological event were unrelated to dianeal pd2 ambuflex therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot number h10h23078 with no exceptions or issues observed related to the reported condition. Corrective actions implemented and effective. Quality inspections were acceptable with all product release requirements acceptable.

Manufacturer narrative:
(B)(4). A batch review was performed for h10h23078 and an exception was noted. There is no evidence to support association to the reported problem. Quality inspections were acceptable with all product release requirements acceptable.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 5 of 7 involved in this peritonitis event.